Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, prior to the transfemoral tavr procedure, there was a discrepancy in the valve measurements between the site and edwards. The site determined a 23mm sapien 3 ultra vale was selected. When the valve was at the annulus, it was determined that the valve was too big. Difficulties were encountered during the removal of the valve, delivery system and sheath from the femoral puncture site. During the removal, the valve was 'striped' off the delivery system balloon and remained in the artery. Surgical removal was required. Prior to the removal of the devices, a 20mm sapien 3 ultra valve was prepared. Ultimately, no valve was deployed in the patient. No further information will be provided. The devices were discarded by the site.

Manufacturer narrative:
Corrected information: section h6 additional information: section h10 the commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the 3mensio report revealed calcification in the abdominal aorta. Calcification and tortuosity was also present in the access vessels. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaints for 'difficulty or inability to withdraw system with valve through sheath' and 'thv dislodged off balloon during withdrawal through sheath' were unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'when the 23mm valve, delivery and sheath was removed from the femoral puncture site the sapien was striped off the balloon and left inside of the femoral artery, requiring surgical removal.' The provided 3mensio revealed the patient's access vessel some calcification and tortuosity present. The presence of calcification within the access vessel can create a constrained condition and further contribute to a non-coaxial withdrawal. Additionally, the presence of tortuosity can create suboptimal angles and may result in a non-coaxial alignment between the delivery system, valve, and sheath tip upon delivery system withdrawal. The crimped valve may have caught on the sheath tip during withdrawal, resulting in the reported withdrawal difficulties. Furthermore, if excessive manipulation is used to overcome the reported during withdrawal, it likely pushed the thv distally toward the distal tip and eventually dislodging off the balloon. Although a definite root cause could not be determined, available information suggests that in addition to procedural factors (non-coaxial withdrawal, excessive manipulation), patient factors ((calcification, tortuosity) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.